Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that after cori surgery, the rubber inside the nose of the ri robotic drill attachment was peeling. Since the issue occured after procedure, patient was not longer involved.

Manufacturer narrative:
H3, h6: the cori drill attachment, p/n rob10015, sn(B)(6), intended for use in treatment, was returned for evaluation. A relationship between the reported event and the device was established. The reported issue was confirmed visually. The long attachment wiper is deformed. The most likely caused for this event is possibly mishandling when inserting bur or cleaning/sterilization of the device. Refer to cori user manual for instructions for care, maintenance, cleaning and sterilization of smith & nephew orthopaedic devices. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored through complaint investigation and post market surveillance activities. B5

Event description:
It was reported that after cori surgery, the rubber inside the nose of the ri robotic drill attachment was peeling and deformed. Since the issue occured after procedure, patient was not longer involved.